Event description:
New information received notes the the pacing impedance was high, noise reproducible with oversensing and capture thresholds were higher than normal on the right ventricular lead. The lead was capped 24 may, 2021 and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving a vibratory notification. It was noted that non sustained right ventricular oversensing was observed with an alert for ventricular fibrillation where therapy was inhibited due to noise on the right ventricular lead. Lead impedance was high and almost doubled as well. The patient was admitted into hospital and a life vest was fitted and device therapies were programmed off. The patient was pending lead replacement. The patient was stable.